Event description:
Surgeon was using a 3700 dissecting/grasping forceps. When tissue was grasped, one of the jaws of the instrument broke off and was left in the ptwhen the instrument was withdrawn. The pt had an open laparotomy to have the jaw removed.